Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted report 1119779-2024-00081 was sent in error. There was no report of serious injury, medical intervention, or reportable device malfunction. Therefore, this is not considered to be a reportable malfunction.

Event description:
It was reported while using the bd bactec¿ mgit¿ 960 pza kit the customer experienced erratic and inconsistent results. There was no health impact or patient consequences reported.

Manufacturer narrative:
D4. Medical device lot#: unknown . D4. Medical device expiration date: unknown . H4. Device manufacture date: unknown . H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using the bd bactec¿ mgit¿ 960 pza kit the customer experienced erratic and inconsistent results. There was no health impact or patient consequences reported.